Event description:
It was reported that a few days following implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in multiple inappropriate shocks. The patient was then hospitalized for further monitoring. The system was then reprogrammed to from the primary to the secondary vector. This system remains in service. No additional adverse patient effects were reported.